Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called asking why it takes four hours for her insulin to take effect. She states she feels sick after eating breakfast. Customer was advised that the body needs time to absorb the insulin. She was advised to speak to her doctor about adjusting her basal rates. Customer's blood glucose is unknown. Nothing further reported.